Manufacturer narrative:
The device remains implanted and therefore an engineering evaluation cannot be performed. However, a review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. Lot/serial 14337247 = (B)(4).

Event description:
It was reported the physician implanted a 30mm gore cardioform septal occluder on (B)(6) 2015 to close an atrial septal defect measured to 15mm x 16mm. On (B)(6) 2015, the patient presented with non-conducted premature atrial contractions. The patient was admitted to the hospital and was started on a beta blocker. The patient was discharged from the hospital (B)(6) 2015, and remains on beta blockers.